Manufacturer narrative:
H.6. Investigation: a complaint of leakage was received from the customer. A sample was returned to investigate the failure. During functional testing of the sample, no defects were observed on the product. The failure mode could not be replicated. A device history record review was completed by our quality engineer team for provided lot number 0233540 and 0267605. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. A root cause could not be determined as the defect could not be replicated. Complaint history review was completed. This is the first complaint for leakage at catheter junction on material 383593 & batch 0267605. This is the first complaint for leakage at catheter junction on material 383593 & batch 0233540. H3 other text : see h.10.

Event description:
It was reported that nexiva diffusics 20g x 1.25 in leaked. The following information was provided by the initial reporter: material no.: 383593 batch no.: 0267605, 0233540. It was reported 20g diffusics catheter is leaking out the back end of the catheter. IV is still in place but piv is likely to be replaced.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0267605, medical device expiration date: 2023-09-30, device manufacture date: 2020-10-23. Medical device lot #: 0233540, medical device expiration date: 2023-08-31, device manufacture date: 2020-09-29. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva diffusics 20g x 1.25 in leaked. The following information was provided by the initial reporter: material no.: 383593, batch no.: 0267605, 0233540. It was reported 20g diffusics catheter is leaking out the back end of the catheter. IV is still in place but piv is likely to be replaced.